Event description:
It was reported that during a percutaneous coronary intervention procedure the physician experienced problems deflating the balloon. The physician noted difficulty with aspirating the visipaque and so the device was switched to a non-abbott balloon and the procedure was completed. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted crystallized contrast in the inflation lumen and balloon, which is consistent with preparation. The balloon was partially inflated with air and crystallized contrast. There was a kink in the distal shaft 8.5 cm distal to the guide wire exit notch. The outer member was necked 10.5 cm distal to the guide wire exit notch for a length of 1 mm. Difficulty to deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. A new indeflator was used in an attempt to pressurize the balloon; however the balloon would not inflate due to the crystallized contrast. The balloon catheter was left pressurized for two days to dissolve the contrast. The contrast in the inflation lumen and balloon finally dissolved; however the balloon would still not fully inflate or deflate. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore it is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however a conclusive cause for the difficulty deflating the balloon could not be determined. Additional handling packaging, handling and return to abbott vascular for analysis may have contributed to the noted kink in the shaft. Additionally during analysis of the product, due to the multiple attempts pressurizing the catheter, the full length of the guide wire lumen collapsed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulty deflating the balloon could not be determined. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.